Manufacturer narrative:
Software logs were returned to the manufacturer for analysis, however analysis was not complete on the date of filing. Evaluation codes in section h apply to this software. Concomitant medical products: product ID: sw kit 9735740, stealth s8 spine, version: 1.2.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that a 3d spin was taken with the imaging system and sent to the navigation system. There was a message on the navigation system that instructed that the user perform a manual registration. The manufacturer representative (rep) present for the case confirmed that there was a nav tag on the mobile view station (mvs) for the 3d scan. The rep attempted to manually push the nav scan to the navigation system, however the navigation system still instructed a manual registration be performed on the scan. It was confirmed that the imaging system was in the equipment task, the trackers were not draped, and that this was the same navigation system that was connected to the imaging system at the time of exposure. The site took another 3d spin which transferred with no issue to the navigation system. The auto-registration data also transferred and the surgeon moved into navigation. There was a delay of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
Sw kit 9735740 stealth s8 spine, version 1.2.0. A software investigation was initiated for this event. Software logs were reviewed and it was determined that this event was consistent with a known software issue. If information is provided in the future, a supplemental report will be issued.